Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was damaged during a scuffle at school when the user was pushed into a wall, after which the screen became nonresponsive and displayed lines, consistent with a screen failure and enclosure impact damage on the pump. No clinical symptoms associated with no device interaction and inability to operate the pump due to a nonresponsive display. Outcomes included interruption of pump therapy and the need to transition to backup therapy without medical intervention. Customer care provided support that included confirmation of device shutdown steps to prevent alerts, and arrangements for device replacement with instructions to return the damaged unit. Investigation of this case revealed physical damage to the display and external housing consistent with impact, with no evidence of device-related malfunction independent of the reported trauma. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.